Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was getting regrasp alarms during the procedure. The device was then removed from the patient and placed on the surgical stand when it self-activated. There was no patient injury.